Event description:
A malfunction error was reported, identified as malf 0, prior to which no notable events occurred. The impact on the customer's blood glucose level was unknown as they declined to answer whether it exceeded 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, allowing the customer to continue using the pump. Technical support advised the customer to contact them if the malfunction occurs again, and the customer acknowledged and understood the instructions.